Manufacturer narrative:
The device was returned to the MFR and the comment was duplicated. The device was repaired, tested and returned to the customer.

Event description:
It was reported that during sterile processing, the screw came out of the back of the saw and the saw fell apart. There was no pt involvement or adverse consequences related to this event.